Manufacturer narrative:
Date of event : estimated to the date of valve explant. An event of explant dur to regurgitation was reported. A returned device assessment and histopathological examination could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications.

Event description:
It was reported that on an unknown date, a patient underwent implant of a 25mm trifecta gt valve. It was reported that the patient had an echocardiogram and was told a replacement procedure was required as soon as possible. Calcium build up on the edges of the valve and regurgitation was noted on imaging. On (B)(6) 2022 the patient underwent explant of the 25mm trifecta valve and a non-abbott valve was implanted. No additional information was available.